Manufacturer narrative:
The software investigation of the imaging software logs found that the reported event matches the log entry sequences. By design, if the imaging system is not able to successfully register with the navigation system at the start of a navigated 3d spin, the spin is aborted and the ¿navigation connection not ready¿ message is displayed for the user. The navigated spin is aborted to prevent an unused dose since the spin would not be transferred to the navigation system. From this investigation it appears that the software functioned as designed. The log does not provide any information as to why the registration process failed so it is not possible to determine a root cause.

Manufacturer narrative:
Note: this report was submitted on 26-nov-2015, however due to an error with submission certificates the report was re-processed on 01-dec-2015. Software event/error logs were analysed by engineering: the following significant log entries were found: 10:43:31 3d state - preparing navigated scan . 10:43:46 registration process timeout . 10:43:46 registration invalidated. 10:44:01 3d state - preparing navigated scan. 10:44:15 registration process timeout. 10:44:15 registration invalidated. 10:44:51 3d state - preparing navigated scan. 10:45:05 registration process timeout. 10:45:05 registration invalidated. 10:49:52 3d state - preparing navigated scan. 10:49:36 registration process timeout. 10:49:36 registration invalidated. 10:49:57 ias power down. 10:52:52 ias power up. 10:57:55 3d state - preparing navigated scan. 10:58:09 registration process timeout. 10:58:09 registration invalidated. 10:58:37 3d state - preparing navigated scan. 10:58:51 registration process out. 10:58:51 registration invalidated. 11:05:06 display dicom error message. 11:07:51 umbilical disconnected. 11:12:19 umbilical connected. 11:12:54 ias power down. 11:15:57 ias power up. 11:20:26 3d state - preparing non navigated scan. 11:21:13 3d state - saving volume of 192 slices. 11:21:16 3d state - progress complete. 11:29:10 3d state - preparing non navigated scan. 11:29:58 3d state - saving volume of 192 slices. 11:30:03 3d state - progress complete. The complaint event summary description matches the above log entry sequences. By design, if the o-arm is not able to successfully register with the navigation system at the start of a navigated 3d spin, the spin is aborted and the ¿navigation connection not ready¿ message is displayed for the user. The navigated spin is aborted to prevent an unused dose since the spin would not be transferred to the navigation system. From this investigation it appears that the software is functioning as design. The log does not provide any information as to why the registration process failed so it is not possible to determine a root cause at this time.

Manufacturer narrative:
08/04/2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. O-arm successfully transferred 3d scans and also tested accuracy. The site bio-medical engineering representative attended the tests all the time. Retrieved missing images from last exams. The system is working correctly.- reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spine procedure, the radiographic technologist (rt) finished taking successful localizing images, however, was then unable to take a 3d spin. After pressing the acquire button on the hand-switch, an error appeared on mobile viewing system (mvs), navigation system registering o-arm... Another message appeared: 3d mode disabled, navigation connected but not ready. In trouble-shooting, the medtronic representative confirmed that they had a green connection between the navigation system and tje imaging system before attempting the spin. They re-booted the system, however, the same errors appeared when attempting a 3d spin. It was noted that this particular patient had been scanned by the imaging previously, and when prompted to use current exam, or start a new one, the rt chose start a new one. After a 10 minute delay, the surgeon opted to abandon the surgery and re-schedule.